Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of "hi". He retested using his elite meter and received a reading of 105 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer.